Event description:
The event is reported as: complaint alleges: customer reported that after the procedure was completed and when the doctor removed the device, the cone tip remained inside the pt. A procedure was done to remove the tip from the pt. Another catheter was used without any issues. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Device sample not returned to MFR. Per device history report (DHR) investigation did not show any issues or discrepancies which could potentially relate to this complaint. No non-conformance reports were issued for the lot # reported. The DHR shows that the product was assembled and inspected according to specs. A functional test was performed using another sample from inventory using a pull test and no issues were found. The results from this test were between 6lbs and 8lbs, all above the 4 lbs minimum. No corrective actions were taken.